Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of the p-wave with subsequent loss of ventriuclar output and loss of ventricular capture.